Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a rat tooth forceps were passed through the biopsy cap and down the scope to retrieve a pigtail plastic stent and it was noted that the sponge from the biopsy cap was detached into the working channel of the scope and could not be removed. It is not known if a water soluble lubricant was applied to the biopsy cap prior to use, however it was noted that this is not standard practice at the facility. The procedure was completed with another scope and another of the same rx locking device biopsy cap. There were no patient complications reported as a result of this event.